Manufacturer narrative:
It was reported that after an initial bunion surgery, upon reviewing radiographic images from a 4-month post-op follow-up, the surgeon noted the most proximal screw on the medial plate appeared to be sitting proud. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, it is possible that placement of the screw and/or post-operative activity of the patient contributed to the screw backing out. It is also possible that the screw was not completely locked during initial implantation. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, upon reviewing radiographic images from a 4-month post-op follow-up, the surgeon noted the most proximal screw on the medial plate appeared to be sitting proud. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.